Manufacturer narrative:
The following elements have blank data.

Event description:
The stryker boom has either two or three negative pressure (vacuum lines) placed in them. We have two booms per intensive care unit (ICU) bed. The vacuums had been failing on and off since installation three years ago. Last year, stryker came in and reworked every single bedside in the cardiovascular ICU stating that their previous techs weren't trained properly. Recently, we have tested the vacuum lines and every bedside has at least 1-2 vacuum failures. Stryker was notified because the only way to know something is failed is to test it, as the suction "appears" to be working and "sounds" like it's working when it's really not operating at full strength. Manufacturer response for stryker ICU boom (per site reporter). Stryker reps are working on a fix which includes testing a different type of "hose" that would be more sturdy in the boom for when it moves. These booms are movable, able to be pushed out of the way or reconfigured in the room during an emergency or an operation at the bedside. According to stryker, one of the reasons we are seeing "high failures" is because we have so many vacuum hoses in the booms (as we requested five total: three on one boom and two in the other). However I'm not convinced this is only because of our set up, as we have heard rumors that other icus in the city have seen similar issues.

Event description:
The stryker boom has either two or three negative pressure (vacuum lines) placed in them. We have two booms per intensive care unit (ICU) bed. The vacuums had been failing on and off since installation three years ago. Last year, stryker came in and reworked every single bedside in the cardiovascular ICU stating that their previous techs weren't trained properly. Recently, we have tested the vacuum lines and every bedside has at least 1-2 vacuum failures. Stryker was notified because the only way to know something is failed is to test it, as the suction "appears" to be working and "sounds" like it's working when it's really not operating at full strength. Manufacturer response for stryker ICU boom (per site reporter): stryker reps are working on a fix which includes testing a different type of "hose" that would be more sturdy in the boom for when it moves. These booms are movable, able to be pushed out of the way or reconfigured in the room during an emergency or an operation at the bedside. According to stryker, one of the reasons we are seeing "high failures" is because we have so many vacuum hoses in the booms (as we requested five total: three on one boom and two in the other). However I'm not convinced this is only because of our set up, as we have heard rumors that other icus in the city have seen similar issues.